Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d12: according to the gore® excluder® aaa endoprosthesis instructions for use possible defects and adverse events include the following: infections (eg., aneurysm, endoprosthesis, or insertion site) and aneurysmal enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The right distal device was trunk-ipsilateral leg and the left distal device was iliac extender. On (B)(6) 2024, a rupture of the left external iliac artery at the distal edge of the iliac extender was suspected. Reportedly, the left external iliac artery had become fragile due to infection and this was thought to be a cause of the rupture. Also, the right external iliac artery was enlarged due to infection and the circumferential apposition was lost. An emergency procedure was performed and contralateral legs were implanted bilaterally to extend the treatment area. The patient tolerated the procedure. Reportedly, the infection of the bilateral external iliac artery was not existing prior to the initial procedure. Antibiotics will be administered to the patient later. The reporting physician commented as follows: although the clear cause was unknown, it was considered that the blood vessel have become so fragile due to infection that it could not withstand the expansion force of the device.